Event description:
During attempted placement, the stent became dislodged from the balloon. The stent was located in the femoral artery where it was removed with a retrieval snare. A second stent was deployed without incident.